Manufacturer narrative:
(B)(4). Concomitant medical products: item 402283 lot 979470. Item 402283 lot 042820. Item 184764 lot 695440. Item 183744 lot 806200. Item 183104 lot 042820. This complaint was confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review found aseptic loosening right tibia, cell count 78, no acute inflammation pathology. Joint fluid appeared normal. No intraop complications identified, femur and patella left intact. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent an initial right total knee arthroplasty; subsequently, the patient was revised four years after the initial procedure due to aseptic tibial loosening.